Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-03595. It was reported patient experienced an infection in reference to an unrelated surgery. The patient also experienced tenderness at their ipg site and was diagnosed with cellulitis. The patient doctor explanted the patient's scs system under suspicion that the infection had spread. The patient was given antibiotics to address the issue.